Manufacturer narrative:
Philips service repaired line 2 in pdu and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device was not receiving power due to burned line 2 in pdu on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.